Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level at the time of the incident was 569 mg/dl and took correction bolus. The customer¿s other blood glucose was 345 mg/dl. The customer reported slight bend or curve to the sensor cannula. The auto mode feature was active and was not automatically adjusting insulin at time of high blood glucose event. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professionals instructions. The customer declined troubleshooting for high blood glucose already took correction bolus and no signs of symptoms. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.